Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: broken cable causing poor quality image and a cut on cable insulation and a smashed connector was found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a broken cable causing poor quality image and cut on cable insulation and a smashed connector was found. There was no patient involvement.